Event description:
Smiths medical (manufacturer) suggested we move from their 1014 safe-t-lance to their 1020 model number after we observed the 1014 model number falling apart in the packaging. Smiths said no quality complaints had been issued on the 1020 model so we should be fine to use them. When we received the second shipment of the 1020 they were falling apart in greater numbers than the 1014 we stopped using. Nursing asked that we remove all the smith's medical lancets due to the potential for injuries. Manufacturer response for lancet, safe-t-lance plus (per site reporter): smith's wanted to replace all of our stock with another lot #. We declined and asked for the product to be removed and credited.